Event description:
At about 1 year 3 months, the patient came in reporting pain and the cause of the pain is unknown. The surgeon revised the stem and head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 march 2021. Lot 2101372: (B)(4) items manufactured and released on 12-april-2021. Expiration date: 2026-06-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: ball heads: mectacer 01.29.214 biolox delta ceramic ball head 12/14 ø 40 size l + 4 (k112115) lot. 2105997: (B)(4) items manufactured and released on 14-sep-2021. Expiration date: 2026-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.